Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the patient's annular calcification was quite severe which could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported through the japanese tavi registry, during a transcarotid (tc) tavi procedure with a 26 mm sapien 3 ultra resilia valve in the native aortic position, aortic annular dissection/rupture occurred. Per additional information, as a result, the patient passed away 60 days after the tavi procedure. From the next day of the tavi procedure, the pericardial effusion increased, and a partial annular rupture was identified. However, no surgical intervention was performed; the patient was monitored after evacuating the hematoma. Although there was no increase in pericardial effusion immediately after the tavi procedure, the annular rupture was considered likely to have been caused by the valve implantation. Per the ew sales rep who was present during the tavi procedure, CT images were not provided, so this assessment is somewhat uncertain, but he remembers that the annular calcification was quite severe. No further information was available.